Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap was detached, and it was not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of breaks along the fiber body. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Based on analysis results and information available, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The device instructions for use instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
The fiber was returned, and analysis identified that the metal cap was detached.